Event description:
It was reported that a tip fracture occurred. A fractional flow reserve procedure was performed using a comet ii device. When the physician adjusted the shape of the wire tip prior to insertion into the patient, the tip of the wire became fractured. The procedure was successfully completed using a new comet ii device and no patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of 181.5cm of a comet ii wire. The optical cable connector (occ), device shaft, and proximal face end were visually and microscopically inspected. The distal shaft of the device was detached. 3.5cm of the distal end of the wire was not returned for analysis. The shroud of the occ cable was connected to testing equipment and the coefficient values were confirmed to be programmed. The device was sent to materials testing analysis and characterization to perform scanning electron microscope imaging. The device detachment occurred due to reverse bending fatigue with small areas of final ductile overload. Apparent striations suggested the presence of tensile forces. Abnormal laser cut features were also found at some slot apex locations, however these were determined to be not nonconforming. Product analysis confirmed the reported wire detachment.

Event description:
It was reported that a tip fracture occurred. A fractional flow reserve procedure was performed using a comet ii device. When the physician adjusted the shape of the wire tip prior to insertion into the patient, the tip of the wire became fractured. The procedure was successfully completed using a new comet ii device and no patient complications were reported.